Event description:
It was reported that during preparation for a flexible ureteroscopy lithotripsy procedure, the fiber could not be used for 10 times, and was damaged during use, hence the fiber could not be used as the fiber was fractured. The procedure was completed with another device without patient complications.

Manufacturer narrative:
The device is not available for analysis. Therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during preparation for a flexible ureteroscopy lithotripsy procedure, the fiber could not be used for 10 times, and was damaged during use, hence the fiber could not be used as the fiber was fractured. The procedure was completed with another device without patient complications.